Event description:
It was reported that there was an error with the continuous glucose monitor, specifically cgm error 42. There was no reported impact to the customer's blood glucose level. The customer service team provided detailed instructions for resetting the pump and, when the error persisted, arranged for a replacement pump to be sent to the customer.